Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the evaluation of the tubing did not confirm the complaint; this tubing set appears to be anomaly free. There was no evidence of leakage when flushing with fluid in the laboratory. Furthermore; the tubing could be flushed with no resistance. The reported "leakage was noted" was not verified in the laboratory. This tubing is leak tight, patent and anomaly free as received. The difficulties experienced in the clinical setting could not be duplicated in the laboratory. A review of the DHR did not show any anomalies during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Leakage was noted during preparation before the surgery. The location of hole is unknown. The used generator¿s type is unknown. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site.